Event description:
It was reported that the right ventricular lead was oversensing and non-sustained ventricular tachycardia episodes were recorded. It was also reported that the right atrial lead impedance was high. The patient stated the atrial lead had a "problem." Follow-up was attempted to obtain further information about intervention or resolution and to clarify the atrial lead performance, however no additional information has been received yet. The leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was later noted that the leads were capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead (B)(6) 2002. (B)(4).